Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6)2025, it was reported that the patient experienced inaccurate cgm values. The day of the event at 06:00pm the patient decided to go to the hospital as the cgm reading was 45 mg/dl, and the patient was experiencing dizziness, hotness, and nausea. When the patient arrived to the hospital a fingerstick was taken the cgm was reading 55 mg/dl and the blood glucose reading was 535 mg/dl. A second fingerstick showed a cgm was reading 50 mg/dl and the blood glucose reading was 550 mg/dl the patient received intravenous fluids and was given 8 units of insulin. The patient stayed at the hospital for a ¿short period of time¿. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient was experiencing symptoms, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.